Event description:
Wife of home patient (hp) reports difficulty priming pt line of automated peritoneal dialysis set. Hp uses 2 12 ft extension sets for pt end with homechoice set. Hp was able to prime lines after restarting with new supplies. Per spouse, no pt injury or medical intervention was required as a result of incident.